Manufacturer narrative:
Procode: krd/hcg. (B)(6). This complaint met MDR reporting criteria when it was discovered that the coil was stretched during analysis on (B)(6) 2017. Conclusion: a non-sterile og cmplx xtrasoft coil 3.5x9 was received coiled inside of a pouch unknown. No damages were noted on hub. The hypotube was inspected and it was found kinked at 30, 34 and 38, 43, 53, 57,109, 139, 145 and 146 cm from the proximal end of hub. The introducer was received un-zipping and it was found damage. The support coil, gripper and embolic coil were received outside of the introducer. No damages were noted on the gripper. The gripper and embolic coil were inspected under vision system; residues of saline solution were noted inside of the gripper and no damages were noted on it. The embolic coil was found stretched. The functional analysis could not be performed due to the kink on the introducer and the damages found on the hypotube. A review of the manufacturing documentation associated with this lot 17478472 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resheathing issue was confirmed. The failure experienced by the customer appears to have been due to the kink condition found on the introducer; the damages noted on the received device were apparently caused by applying excessive force on it. However, the analysis suggests that the failure reported could not be related to the manufacturing process. Additionally, controls are in placed at the final assembly and packaging processes to detect these kinds of issues. Handling and procedural factors may have contributed to this condition. No corrective or preventive actions will be taken. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, a prowler select lpes (606s155fx/ 17280147) tip was kinked when the box was opened and an orbit galaxy coil (640cx3509/ 17478472) had re-sheathing failure, and during product analysis, it was found that the coil was outside the introducer and was stretched. The prowler packaging was not damaged and the device had been packaged securely as expected. The orbit galaxy did not appear damaged in any way. The physician used another same size products and the procedure was successfully completed with no potential adverse events. It was reported that the devices would be returned for analysis.